Manufacturer narrative:
Product analysis: analysis could not confirm the customer comment that the (epg) was unable to power on. The battery spring was contaminated. The battery shorting bar was contaminated. Three knob inserts were loose. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) which returned into service subsequently tested out of specification during manufacturer analysis. There was no patient involvement.